Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to obtain the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent laparoscopic umbilical hernia repair on (B)(6) 2018 and absorbable straps were used. During the procedure, the surgeon noticed that the clips could not be formed consistently. A like device was used to complete the procedure successfully. There were no adverse patient consequences reported. No additional information was provided.